Event description:
The account stated that a patient sample generated a false positive architect stat troponin-I of 0.251 ng/ml which did not match the patient's clinical picture. A new sample was obtained which generated negative architect stat troponin-I of <0.010 ng/ml. The original sample was tested again with negative architect stat troponin-I of <0.010 ng/ml. The account uses a normal troponin range of 0.00 to 0.028 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Field service replaced the sample probe, the stat wash station and syringe, and the stat and #3 vortexers. The issue was resolved when vortexer #3 was replaced. The probe was also considered a likely cause as it had been damaged. A review of the instrument service history did not identify any other issues that may have contributed to the current complaint. Replacement of the probe and vortexer is common to address issues which can affect results; no adverse trends were identified involving the parts. Current labeling provides adequate troubleshooting assistance for erratic results. Based on the available information, a deficiency of the system was not identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.